Event description:
It was reported that a pump needs an overhaul. There was no patient involvement or injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact, and some damage was noted to the lower right front corner of the top case upon receipt. Error codes were not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the pump operated as intended. Root cause of the reported event is unknown as no problem was found during the functional test. Performed preventive maintenance and all functional testing. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 06/28/2013.